Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the device had a plastic bubble in the needle. Product has been provided for evaluation and is pending investigation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).